Event description:
A user facility reported that during a procedure in which a lumenis acupulse 40w co2 laser system was being utilized, the aiming beam disappeared. Unable to proceed with the laser, the procedure was successfully completed with an alternate device. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.

Manufacturer narrative:
A lumenis service engineer visited the site one (1) day after the reported event. Upon inspection, the engineer could not duplicate the reported "aiming beam settings would not respond even after restarting" and after performed safety checks and verifying the system is working within manufacturer specifications the system was returned to the facility safe and ready for use. The engineer looked at the error log and found nothing related to the aiming beam and/or software. Unrelated to the complaint the engineer found that the microswitch joystick connection is broken and will need to be replaced. The engineer ordered a new part and will return to replace it. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 22_mar-2017 and installed at the customers site on (B)(6) 2017. A review of system risk files (rd-1148040 rev t) revealed risk #1.35 " no (or low intensity) aiming beam " which have the potential to lead to tissue damage". And risk #10.1 " device malfunction" which have the potential to lead to adverse effects of alternative treatments". The risks likelihood has been quantified and found to be remote, and the risks has been characterized and documented as acceptable within full risk assessment. In this case, an alternate laser was brought in to complete the case with no complications to the patient. Although the alleged device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. The engineer could not duplicate the reported event and could find nothing visually wrong with the system, therefore, the cause of the event could not be established. Lumenis is closing this complaint but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc (B)(4)) and per post marketing surveillance procedure (doc (B)(4)).